Event description:
The following notes are from the surgeon's history and physical two months ago. He underwent surgery four years ago. A vg allergan lap band was placed. The pt initially had weight loss, but then stagnated with weight loss, but had since regained weight. He denied any significant restriction with this band and band adjustment was performed. Initially, he was felt to have some improved restriction following this initial band adjustment; however, quickly lost this degree of restriction and again was seen. On reevaluation, it was noted that there was limited residual fluid present within his band. With this finding and a concern for a possible band system leak a renografin study was performed under fluoroscopic evaluation at a different hospital. A fluoroscopic study performed three months ago, identified leaking from the lap band balloon adjacent to the buckle. The pt presents at this time for revision replacement of his laparoscopic adjustable gastric band. Two months ago, the pt underwent the following: vg band removed; new ap large band placed; port removed and replaced at left upper quadrant (luq) port site. Postoperative diagnosis: nonfunctional laparoscopic adjustable gastric band secondary to band balloon leak.